Event description:
The couch insert cmae loose in treatment room 2 and the patient fell while trying to position himself for treatment. The latching mechanism on the couch insert failed to engage and did not lock the tabletop. The couch top insert was reading locked and prior to getting the patient on the table all indicators were green as the table was moved just prior to this occurrence. The couch insert and the patient fell off the couch top when it slid out of position. The patient had a headrest under his head which cushioned his fall to his head. Patient immediately claimed he was okay and reported no injuries, he then subsequently received treatmentt from the mclaren proton therapy system.